Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage found on the catheter of the device. Functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section of the body of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled, the technique used by the physician, and/or the interaction between the scope and device and normal procedural difficulties encountered during the procedure, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed in the small intestine on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon had a hole in the tip part after being removed from the endoscope and checked outside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.